Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. As the date of the type I endoleak is unknown, the reintervention date (B)(6) 2019 will be used as an event date.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a follow-up imaging revealed a proximal type I endoleak. On (B)(6) 2019, an additional procedure was performed to treat the proximal type I endoleak. Two aortic extender endoprostheses were implanted proximally and the ballooning procedure was performed to bond the endoprostheses tightly to the blood vessel wall. The proximal type I endoleak was resolved. The patient tolerated the procedure.